Event description:
Additional info received from MFR on 09/06/1996: an evaluation was performed by the company's representative on the chair in question. No malfunction or safety hazard potential was found. Both co rep. And dealership technician concluded the cause to be positioning of end user in the chair. Company's rep. Stated this fact to the end user and her attendant.